Event description:
It was reported that the device exhibited error code 41622. A 'motor issue during pm.' There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked downstream occlusion (dso) seal. A review of the event history log revealed error code 41622. Functional testing was able to duplicate the reported problem. It was determined that the motor was the root cause. The motor and dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.